Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011; inratio: 2.4; reference: 2.0; mean: 2.20; confidence limits: 1.4-3.1. Date: (B)(6) 2011; inratio: 3.3; reference: 2.6; mean: 2.95; confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011; inratio: 2.4; lab: 2.0. Date: (B)(6) 2011; inratio: 3.3; lab: 2.6. Pt was on lovenox and coumadin from around (B)(6) 2011.